Event description:
An implantation of the subject device was attempted on (B) (6) 2009. After placement, no intracardiac amplitude could be measured using a psa, the lead impedance measured over 2000 ohm, and no pacing spikes were confirmed even at the 10v output. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The analysis is pending.